Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd alaris smartsite low sorbing set came appart at the needless connection site when it was taken out of the package. The following information was provided by the initial reporter: rn was preparing tubing for administration and the filter came apart at the needless connection site.

Event description:
No additional information.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. One sample was received and tested by our quality team. The separation at smartsite end was noticed immediately and the customer's complaint was verified. Visual analyses under a high power digital microscope was employed and the separated tubing seemed to be lacking solvent (glue). The manufacturer was forwarded the information and the root cause of the failure was determined to be incorrect application of solvent and insertion by the operator at the bench responsible for the smartsite to tubing junction. A quality alert was generated to communicate and reinforce correct assembly process. A device history record review for model 10013902 lot number 23029173 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.